Event description:
The customer reported, "made very loud beep noise and red light came up. Had to reboot." The fse noted, "unit froze and required reboot to resolve." There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.